Event description:
The pt was admitted for a procedure on august 15, 2008 with a lesion in the right internal carotid artery. The lesion was mildly calcified and had 90% stenosis. The lesion was pre-dilated at 8 atm and an angioguard was delivered. Then a precise stent was successfully implanted. The stent was post-dilated at 7 atm. After the stent was placed at the lesion, and post-dilation was performed, the pt's blood pressure dropped to 71/38; during the procedure. Ephedrine hydrochloride and an intravenous drip of dopamine hydrochloride were administered to the pt, and her blood pressure returned to normal two days after the procedure. The pt did not experience any neurological symptoms and was discharged.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-00212. This study pt underwent carotid stent implantation and experienced hypotension during the index procedure. This is female with unk medical history. The target lesion was right internal carotid artery described as mildly calcified, non-tortuous and 90% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. Pre-dilation was done with an unk balloon. One precise stent was implanted without report of any difficulties. Post-dilation was performed. After post-dilation, the pt's blood pressure dropped to 71/38 mmhg. Ephedrine hydrochloride and intravenous drip of dopamine hydrochloride were administered to the pt, and the pt's blood pressure returned to normal 2 days after the procedure. There were no neurological symptoms for the pt and the pt is out of the hospital now. The angioguard was discarded and the precise remains implanted thus neither device is available for analysis. Note: facility lot number is cordis lot number. Per facility c 6,885: cordis corporation reported no product would be returned to facility for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, facility is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot. This packaging lot contained a total units, which were shipped from facility on june 30, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the info suggests that pt and procedural factors may have contributed to the reported events.